Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on (B)(6) 2017.

Event description:
It was reported that the patient experienced an inoperable ipg. Both the patient and the field representative attempted to communicated with the ipg with the patient controller and the clinician programmer, but they were unable to connect. Troubleshooting steps were taken to reset the connection but it was still unsuccessful. The ipg is inoperable. The patient may undergo surgical intervention.

Event description:
Follow up information received that the patient underwent surgical intervention. The ipg was replaced and effective therapy was restored post operation.

Manufacturer narrative:
The reported observation of ¿inoperable ipg, ipg does not display in generator list¿ was confirmed. Review of the implantable pulse generator (ipg) diagnostic logging was performed using the universal engineering programmer (uep) tool. It was confirmed the device was functional but would not communicate using the bluetooth option. Analysis on the implantable pulse generator (ipg) duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency. This device is no longer being attributed to fsca 1627487/06/02/2017/001-c in h9 based on product investigation. The root cause is no longer attributed to service app.

Event description:
The reported observation of ¿inoperable ipg, ipg does not display in generator list¿ was confirmed. Review of the implantable pulse generator (ipg) diagnostic logging was performed using the universal engineering programmer (uep) tool. It was confirmed the device was functional but would not communicate using the bluetooth option. Analysis on the implantable pulse generator (ipg) duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency.